Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they last saw the patient at their primary hcp as patient did not want to see their implant hcp. The rep was not present for the implant, another rep was present. No additional information on implant. After the battery swap (confirmed as implant procedure) the patient had a lot of pain. When the rep saw the patient, the patient was in a wheel chair and reported they had zero stability and couldn¿t walk other than in short intervals/distances. When rep saw patient next the patient was using a walker and legs were getting stronger. Rep reported patient had been in the hospital between seeing the rep for pneumonia and was on oxygen (not believed to be related). The rep provided MRI results for the patient. Patient had reported to the rep that they felt like ¿there were clumps of mud stuck to the bottom of their feet¿ which made walking very difficult. The rep mapped new settings and programmed patient with more traditional dtm settings and added cycling. Patient had significant trouble charging and getting a good connection (thought to be due to user error) put reported patient is able to recharge. Impedances were normal during last visit. The cause is believed to be implant procedure related, but no additional information on the cause has been reported. The rep has not heard from the patient in a while, and the patient usually contacts the rep if something is wrong, but it is unknown if the issue has been resolved. Per last visit with the patient, their condition is improving.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they could not walk since their implant. They could not get a hold of their representative and they were real upset with the company. Patient said they had hardly any help since they got the implant. Patient noted they had not been able to walk since their surgery and had been in a chair for almost 3 months. Patient knew it was because of the stimulator and they had neuropathy and they finally got it to lighten up some but it was not completely gone. Patient's back was killing them this morning because they tried to get up and do some things. Patient had muscle relaxers and other medication. Patient was so confused and aggravated that they couldn't stand themselves. Patient called their representative several times and they sent a message the first part of the week and the representative had not got back in touch with the patient yet. When they were with a competitor manufacturer they didn't have this problem. Patient only had group a and did not have groups b or c. The patient was redirected to their managing hcp. Agent sent an email to the field requesting they contact the patient. On (B)(6) 2024 the rep reported they spoke with the patient on several occasions and have set up an appointment with their primary care physician to do some reprogramming on (B)(6) 2024. The rep reported the patient believes the inability to walk is due to surgical procedure to implant the paddle leads. The rep is unaware of what discussions the patient has had their the surgeon. The cause has not been identified yet, and rep may know more following the appointment.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6) ubd: 05-feb-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to regulatory report #: coding updated to reflect previous reported information. C50458 removed from pli 10 nh3034 removed from pli 10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.